Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. No patient injury or complications were reported. The procedure was completed with another of the same device.